Manufacturer narrative:
.

Event description:
Customer reported via phone call that insulin squirted out during the manual prime process and that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The customer confirmed that one side of the drive support cap was sticking up. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.